Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was placed on the arctic sun hypothermia therapy for cardiogenic shock. The patient was cooled for approximately 24 hours before the patient passed away. After the patient had expired the nurse removed the pads from the patient and noticed that the patient's skin on the right leg and upper body had peeled away during removal of the pads. There was no relationship reported between the arctic sun device termination of the therapy and the patient's death.